Event description:
It was reported that a pt underwent a sling procedure in 2007. Four months later, the pt experienced vaginal dryness and her spouse felt "something prickly" during intercourse. In 2008, the pt was examined by her gynecologist and was found to have mesh eroding into her vagina. The pt was referred to a surgeon whom she saw on five days later. The pt was started on estrogen cream two times weekly. The pt was offered the option of a procedure to clip the mesh; however, the pt is unsure if she will proceed with the procedure.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.